Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus korea. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information and past similar case, omsc surmised that the reported phenomenon was attributed to the occurrence of the gap at lg-lens glue due to physical stress, etc. The instruction manual of the subject device states appropriate handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by dropping and knocking the subject device to a hard surface or object (handling issue). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that inside of lg lens was dirty. There was no report of patient injury associated with the event.